Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a fridge door failure. The issue was resolved by the customer before the field service engineer arrived on site. The system functioned as intended after the customer resolved the issue. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge door failure. The customer reported that due to the fridge failure, the user had to go to another fridge to get patient medications. There was no delay to the patient care workflow. There were no adverse events or injuries reported as a result of this event.